Event description:
It was reported that last night they were ready to charge the implant, it shows green light they all of a sudden it was not taking any charge. Patient mentioned they have tried resetting the controller 3 times but that does not help. Patient mentioned that right now they cannot view the screen where they can view the battery levels and their therapy. Patient mentioned that it will charge for 10-12 minutes then all of a sudden it will show orange lights and would not charge. Agent had the patient unlock the controller then patient made a comment saying that now the date and time was changed. Patient then saw no device found message. Patient confirmed no damages on the recharger cord and pins. Agent had the patient plugged the recharger they entered passive recharge mode (86-86-87, 85-85-87). Patient said that they saw green lights showing on the passive recharge then said that they feel heat on the paddle, they compared the hear like they have a very low setting in a heating pad. Patient then mentioned that they get past to passive recharge and saw controller battery at 100% and ins in red. Patient attempted to set the time but when closing the page, the recharge shows it was stopped. Patient requested for a booklet of their device. A request was sent to repair to replace the recharger.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back repeating information from previous call and that they received the replacement recharger. Patient mentioned that they were not able to charge the implant with the recharger because the controller had all of the information wiped out. Patient noted they didn't need the stimulator over the weekend but this morning when they woke up it cannot read the device; patient added that the controller took 70% charge and that the date is wrong. Patient noted they think the battery pack is dead and that they were not able to change the date and time previously. Agent attempted to walk patient through an ac power reset but patient did not have the ac power supply cord with them; patient reset the controller and saw memory problem data has been lost message. Patient reset the date and time and tried to connect to implant; patient got no device found but did not have the recharger with them so troubleshooting could not continue. Patient noted that the implant had 70% charge on it and that they could not get stimulation. Patient stated they will call back if they are unable to make a connection to the implant.

Manufacturer narrative:
H3: product ID 97755, serial # (B)(6), product type recharger was returned and the analysis results shows no device found message record the two values the number high (100) the number low (100) passed all bench tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.